Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter. The customer stated: the nurse of the second orthopedics department was preparing to collect arterial blood from the patient. When she opened the package of the arterial blood collection device, she found that there was a foreign object in the sample container and stopped using it immediately. After replacing the arterial blood collection device with a new one, no similar adverse events occurred and no harm was caused to the patient.